Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, mildly calcified and moderately tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5x12 mm non-complaint (nc) balloon at 12 and 14 atmospheres (atm) and the 3.5x12mm xience prime stent was deployed at 10 atm. Post-dilatation was performed with a 3.50x12 mm nc balloon at 14 atm and a distal edge dissection occurred. A 3.5x15mm xience prime stent was used to treat the dissection and completed the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.